Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 69 mg/dl. The customer was successfully able to reset the pump and clear the malfunction alarm. Additionally, upon reviewing the pump history, the customer mentioned a high bg alert. The customer declined to provide a specific bg value or any further information regarding this issue.